Manufacturer narrative:
: Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2020- (B)(6) 2020.. Patient code (B)(4). Note: the device was manufactured at the kulim site which has been closed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient left eye. Iol was replaced with same model lens but lower diopter power. No further information is provided.

Manufacturer narrative:
Per follow-up communication. Lens was explanted, due to unexpected outcome with refractive error, power discrepancy, history of (h/o) prior refractive surgery. Blurred vision, patient was myopic at day (B)(6) post-op. Based on the additional information provided, the following fields have been updated: section b3: date of event: (B)(6) 2020; section h6: patient code updated 2137, blurry vision; section h6: patient code updated 2138, unexpected postop refraction. Device evaluation: product evaluation was not performed, because the product has not yet been received. The complaint issue reported could not be verified. And no product deficiency could be identified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search revealed, that no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. And the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.